Event description:
A material manager reported that during an intraocular lens (iol) implant procedure with another manufacturer's lens, the surgeon noted a posterior capsular bag was damaged. The surgeon removed the lens, performed an anterior vitrectomy and placed a capsular tension ring. At this point, the surgeon felt the bag would sustain an iol and he placed this iol. The lens immediately fell to the back of the eye. The surgeon then implanted another manufacturer's anterior chamber lens. Because the surgical time had been extended, the surgeon elected to leave this manufacturer's lens in the back of the eye and schedule a procedure at a later date to retrieve this lens. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info on (B)(6) 2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).